Event description:
Hospital advised that a 60 ml syringe was set up to infuse at a rate at 2 ml/hr. The nurse indicated that 40cc was infused in one hour. The hospital biomedical engineering department checked the pump parameters when they received the pump and the volume infused read .3cc and the volume to be infused read 10cc. There was no pt consequence. Biomedical engineering tested the pump over two 24 hours periods using a syringe and the pump met specifications.